Event description:
Technician alleged that when the brakes were engaged the brakes did not hold at the head end.

Manufacturer narrative:
Tech found that the set screws were broken off in the hex rods and the rocker arm were worn. He replaced the set screws and installed the transtar brake/steer upgrade kit and the brakes functioned properly. The stretcher was found out of service in a 4th floor hallway and there were no alleged injuries.